Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer observed 5 units of insulin on board; however, the customer alleged having delivered a bolus of 3 units. Review of the pump bolus history verified that the customer inadvertently delivered a bolus of 3.7 units an hour prior to calling tandem technical support. The customer acknowledged delivering the bolus in error. Blood glucose level was 109 mg/dl.